Manufacturer narrative:
.

Event description:
It was reported that during a colostomy procedure the anvil would not attach to the stapler. Another instrument was used to complete the procedure with no patient consequence.